Event description:
It was reported that intermittently the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) was elevated; bg value was not provided. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.